Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, omsc surmised that the caster of the subject device broke due to aging deterioration as more than 7 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the caster brakes of the subject device was broken and the subject device unlocked. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was duplicated.